Manufacturer narrative:
Correction information b4: date of this report g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result additional information a2:age at time of event, date of birth d4:unique identifier (UDI) h4:device manufacture date evaluation summary the pentax engineer checked with hospital staff. The device was used for examination. The patient was not harmed ( no bleeding or perforation) during the exam, the hospital thought that scope entered to the human body two times , it was also a kind of harm to the patient, it had possibility to cause real harm. The examination was completed with a backup processor successfully. Based on our findings data, we determined that the potential/root cause of the failure was insufficient tightening of the lamp cartridge fixing screws. There's nothing wrong with the endoscope. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on (B)(6) 2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on (B)(6) 2020. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
On (B)(6) 2023, the department was conducting painless gastroscopy on the patient. The light source went out suddenly, unable to carry out the next examination work. Restarted the processor appeared electric spark, and could not be used normally. Then the patient was transferred to the other room for the examination. Then, they immediately reported to the device department for repair. Due to repeat, the operation of entering and withdrawing the scope, it might cause secondary damage to the patient's mucosa. (No substantial harm). This event occurred at the time of during use. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
The pentax medical apac responded to a good faith effort request via email on (B)(6) 2023. That the patient was not harmed (no bleeding or perforation) during the exam. The examination was completed with a backup processor successfully. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.